Event description:
During the procedure the surgeon used the c-arm. The tip of the drill bit/burr broke while in use on patient. The drill bit/burr was removed from the sterile field. This happened with two anspach burrs with the same lot number.